Event description:
It was reported by the customer's father that the customer had an unresponsive keypad on the insulin pump. Customer had to tap the pump on the back side to get the buttons to respond. Customer was at school and pump was not present to perform troubleshooting. Customer's blood glucose level was 266 mg/dl. Customer's father mentioned that the customer was depressed and does not want to be a diabetic. Customer's father stated that it is something that they are dealing with. Customer's father stated that the customer will call back for troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.